Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01298. It was reported the patient is not receiving effective stimulation and is requesting a system explant. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 3, reference MFR. Report#: 3006705815-2018-01298; 1627487-2019-06346. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system was explanted. There was no abbott rep in attendance for the patient¿s surgery. The ipg has been added as a third device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.